Event description:
The plaintiff's attorney alleged that the patient experienced cardiac and cardiopulmonary arrest and expired the same day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.